Event description:
It was reported while testing with bd bactec¿ fx, instrument bottom, packaged 3 vials were flagged positive in drawers c and d. Gram stain results were negative. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation: customer reported false positive issue on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that the instrument returned positives drawer c rows c and d. The bottles were 3 anarobic that had been in instrument for around 3 days. A bd system service engineer (sse) reviewed the log files and did not identified any instrumentation issues. The incubation system, agitation system, and the testing modules were in specification and were working as intended. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bactec" fx, instrument bottom, packaged 3 vials were flagged positive in drawers c and d. Gram stain results were negative. There was no report of patient impact.